Event description:
A malfunction of a ventilator's audible alarm was identified at the MFR's svc ctr while the device was being evaluated for an unrelated issue. The customer was contacted and was unaware of the audible alarm failure. The customer confirmed there was no pt harm or injury associated with the device.

Manufacturer narrative:
The ventilator's audible alarm failure was caused by a disconnected alarm speaker. The alarm speaker was reconnected to correct the problem. The MFR was unable to determine how the alarm speaker became disconnected. The alarm speaker attaches to the pca board with a locking molex style connector. The connector was examined and was found to have no defects or deficiencies to its locking tabs which would cause the connector to detach from the pca board. The device history record was reviewed and it was confirmed the ventilator passed all testing prior to its release. The ventilator's svc record indicates the device has never been returned to the MFR for scheduled preventive maintenance as recommended in labeling (yearly or every 5,000 hours, whichever occurs first) preceding this event. A review of the MFR's adverse event database from 01/01/2005 to 02/08/2011 confirmed there have been no reported adverse events due to audible alarm failures associated with disconnected speaker assemblies for this product family. The MFR concludes the audible alarm speaker connector is adequate in its design and that no further action is required.